Event description:
Event description cpi received information that this endotak down-sized plus lead (0125) was removed from service due to uneccesary shocks. The physician tried to manipulate the lead, it ended up fraying. The (0125) lead was replaced by another (0125).